Manufacturer narrative:
(B)(4). The product code is unknown, therefore the 510k number is unknown. During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was confirmed. The cause was determined to be the result of a use error; the patient extension line was connected after the priming was complete. The label review found the labeling adequate for the use error in this complaint. The batch review was not performed because the lot number was unknown. Baxter conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A care giver (cg) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The cg stated the patient extension line was not connected until the prime was complete. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and start over with new supplies. There was patient involvement. No injury or medical intervention was reported. A follow up was done via phone call. The nurse stated the following: the patient had not reported the event and she had not seen him since the event, so as far as she knew the patient was doing fine with therapy. No patient injury or medical intervention was reported.